Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was 112 mg/dl. Troubleshooting was performed. Customer states they went to change out the battery to insulin pump and the insulin pump was not turning on. Customer was not calling back after receiving a new battery cap. Customer states crack in the battery compartment where it screws in and there was a crack in the reservoir area. Customer states probably from getting the tubing snagged and insulin pump fell. The device will be returned for analysis.